Manufacturer narrative:
Evaluation summary: product returned was explanted due to infection. Upon removal of the device, it was noted that there was pitting. Based upon light microscopy and sem analysis, it appears as though third body particles may have caused the scratching on both superior and inferior surfaces of the retrieved device. Based upon size and chemical evaluation of third body particles, it does not appear that they were bone cement particles. However, sem/eds analysis did not show any particles not normally seen by the manufacturing, or packaging processes; or resulting from residual bodily fluids. The sterilization process for this device was validated in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. In addition, the manufacturing lot specified in this complaint was processed according to the validated sterilization process parameters and met all the acceptance criteria for sterility release. Based on the available information a definitive cause can not be ascertained at this time. Evaluation: device history records indicate all components were manufactured and inspected to specification. Scanning electron microscopy (sem) analysis / energy dispersive spectroscopy (eds) analysis was performed. No manufacturing abnormalities could be detected by either method.

Event description:
It is reported that the device was implanted in 2009, and revised in 2009, due to infection.